Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.

Event description:
A report was rec'd stating that the adhesive strip became detached from the site and caused the cannula to detach from the pt. As a result, the pt missed insulin dosage and pt's blood glucose levels rose between 300-400 ml/dl. The pt was admitted to the intensive care unit where IV treatment and fluids were provided. Pt was released from intensive care unit on (B)(6) 2015. No permanent adverse effects to pt reported.